Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial d4 lot number. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The subject device was manufactured in november 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coil sheath detached from the tip of the sheath and fell off due to the following mechanism: (1) press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. (2) the sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. (3) if the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. (4) when the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. (5) although the coil sheath moved, the needle did not protrude, so the needle was pulled back again. (6) by repeating (4) and (5), the coil sheath came off from the tip of the sheath. However, the root cause of the coil falling off could not be determined. The event can be prevented by following the instructions for use which state: "·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Event description:
During a routine call to check for product return, it was reported that the patient had died. The reporter did not think it was related to the device issues, as he "was going to die anyways." It was unclear if the needles would be returned, as they were packed up in storage. The reporter stated the new needles were fine.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5, d8 and h6.

Event description:
Additional information was received regarding both needles from the facility. The insertion of the first needle felt "gritty" but the physician did not feel much resistance in the maneuvering of the sheath and it was mainly an issue with insertion. The physician abandoned that needle as they did not collect much tissue with the first needle. The second needle felt "grittier" than the first one, and was also difficult to insert. The adjustment of the sheath in the second needle felt resistive as well. The second needle was disposed of without any sampling as the physician was not satisfied. Hence, the sampling was done with the third needle.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic endobronchial ultrasound (ebus) procedure, the single use aspiration needle was not operating properly. It was noted, a second needle was used, and it jammed in the scope, when the user attempted to pull it out, it damaged the sheath of the scope. In addition, the coil component of the device fell into the patient, which the patient had coughed up the at home, following on from the procedure. The intended procedure was completed with a change of third needle, with a delay of 10 minutes. There was no harm or user injury reported due to the event. This report is for the second needle that was jammed in the scope. Patient identifier #: (B)(6) captures the first occurrence.